Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was tested with no failed self-test alarm noted. Insulin pump was downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had a failed self test alarm. The customer¿s blood glucose level was 171 mg/dl. Customer reported that they had experienced high blood glucose level of 171 mg/dl. Customer declined to troubleshoot for high readings. It was reported that the customer was assisted with uploading carelink and received an error alarm. Customer reported that he was able to complete steps successfully, but mid-way through the upload the pump communication failed, clicked retry and failed again, performed self-test, pump failed and triggered a failed self test alarm. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.